Event description:
Voluntary medwatch form received notes that a patient presented to clinic for follow up. Device interrogation revealed high pacing impedance and high capture threshold on the right ventricular (rv) lead. No changes or interventions were reported; the patient will continue to be monitored. There were no adverse patient effects reported.

Manufacturer narrative:
Voluntary medwatch MDR report #: mw5163481.